Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was cut and capped and a portion was returned for analysis.

Event description:
It was reported that patient had been alerted for high, out of range, hv lead impedance. During the follow-up in the hospital, the device was confirmed to have high hv lead impedance. It was recommended to do further tests and consider replacing the lead.

Manufacturer narrative:
A partial lead with the proximal portion measuring 17.5cm was returned for analysis. A fracture of the rv conductor was noted near the crimp sleeve consistent with fatigue. This is consistent with the observation from the field of high hv lead impedance.